Event description:
It was reported during a laparoscopic cholecystectomy the surgeon saw something white/clear in the pt. The surgeon stated it looked like the plastic diaphragm from the first seal. Before the piece could be removed, it disappeared. The piece was confirmed by x-ray. The surgeon did not open the pt to remove the piece. The pt was informed. The fdc16 kit was used and the complete kit will be returned. All the instruments appear to be intact. 6/9/97 received user facility medwatch report #2500400000-1997-002 stating "during a laparoscopic cholecystectomy small round object noted on monitor to be in the abdominal cavity. Attempts at retrieval unsuccessful. Investigation later revealed object to be a plastic disc presumably from the one seal reducer.

Manufacturer narrative:
D6; device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: base snap condition, ab)good; bellows condition, ab)good; crown ring engagement, ab)good; seal condition, a)torn b)good and top snap condition, ab)good. Analysis condition: ab)based upon inquiry info received and visual examination; a)it was concluded that seal had become torn, making instrument non functional. Instrument was received with inner diameter of seal (approximately 1/16" donut) torn free, and was not returned. No conclusion could be reached as to how the seal has become torn. B)no conclusion could be reached as to what may have caused the reported reducer incident during surgery. Instrument was returned in good physical condition. Instrument was examined and was found to be functional and was then attached to trocar and leak tested and no leakage occurred. Ab)each instrument is evaluated during assembly process to ensure that it functions properly. Centering of instrument upon insertion or removal may reduce possiblity of seal being inadvertently damaged. Co strives to understand each incident as it occurs in order to continuously improve co's products.